Manufacturer narrative:
Article citation: jaeger, m., randquist, c., & gahm, j. (2026). Outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound. Plastic and reconstructive surgery. Global open, 14(3), e7513. Clarification to d6a implant date: patient was implanted with this device for 14 years. Continued e.1. Phone number: (B)(6). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma".

Event description:
Through journal article "outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound¿, healthcare professional reported "swelling" with ultrasound finding of "seroma". This record is for the right side. Device status unknown.